Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported physical resistance, material rupture and stent dislodgement appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with acute st elevation myocardial infarction (stemi). The patient had unspecified stents previously implanted in the right coronary artery (rca) and a total occlusion of the artery was found. An unspecified balloon catheter was used to perform balloon angioplasty to open the artery and then was observed to have bleeding into the pericardium. An unspecified balloon catheter was used to try and stop the bleeding without success. It was decided to use a graftmaster stent to cover the site of the bleeding. There was difficulty getting the graftmaster stent into position due to the previously implanted stents. Once in position the balloon ruptured during inflation, the stent implant dislodged from the balloon and became loose in the artery. Several unsuccessful attempts were made to retrieve the stent. The patient was setup on an intra-aortic balloon pump (iabp) and transferred to another facility to have the stent implant retrieved. Upon arrival at the other facility the patient was referred to surgery. They were unable to remove the stent implant, and patient underwent coronary bypass surgery on (B)(6) 2017. The patient was stable following the surgery. No additional information was provided.